Manufacturer narrative:
All buttons functioned properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump received with minor scratched display window, cracked display window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and missing end cap sticker. No moisture damage inside insulin pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 88 mg/dl. The customer stated hit esc to enter the bolus, keys stopped responding and then got an alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 83 mg/dl. The customer stated that the device was expose to sweat. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that the insulin pump had moisture damage. Customer's blood glucose was 88 mg/dl. The customer stated that the device was exposed to sweat. The customer unable to check alarm history because buttons are not responding.